Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00662, (B)(4).

Event description:
It was reported patient underwent a revision procedure approximately 10 years post-implantation due to elevated metal ion levels, corrosion of the trunnion, pain, limp, noise and difficulty sleeping on left side. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately 9 years post implantation due to unknown reasons. It was noted the head was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Concomitant medical products: catalog#: 00630505836 liner standard 3.5 mm offset 36 mm i.d. Lot#: 60741641, catalog#: 00620005822 shell porous with cluster holes 58 mm o.d. Lot#: 61093645, catalog#: 00771101500 femoral stem 12/14 neck taper plasma sprayed press-fit lot#: 61083055. The event was confirmed with medical records received. Pre-revision workup revealed elevated metal ions. Revision was performed due to pain, elevated metal ion levels, limp. During the procedure it was noted corrosion of trunnion. Locking ring was revised due to the tines were open and not moving freely along with liner and head. Some difficulty removing liner, but did not require sectioning it, yellow staining with some evidence of scratches. Stem well-fixed. New head, liner and locking ring were implanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.